Manufacturer narrative:
(B)(4). Manufacture of the drive line evaluated the drive line and confirmed the leak. Visual evaluation of the drive line under 10x magnifications, manufacturer confirmed that drive line was broken at the tubing connection. It was reported that no alarm occurred; this shows that leak was very minor, and did not affect the movement of the pump membrane. Review of the lot history record for this lot and the manufacturing process, did not show any discrepancy or any problem related to manufacturing process. Unable to determine the cause of the tube breakage. It was reported the patient was "extremely active," therefore it cannot exclude that drive line was subject to heightened external forces. Ref imp # (B)(4).

Event description:
The site reports that an air leak developed in the drive line at the location of the larger tubing connection to the main body of the line. This patient is extremely active. Attempts were made to seal using silicone tape with no success. (B)(4) directed the site to exchange drive line with a new drive line. No alarm occurred. No changes in patient hemodynamics or pump function were observed.